Event description:
Investigation completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120. Summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip pump. Device arrived no physical damage upon visual inspection. Event log open and revealed. "(B)(6) 2019 7:46:04 pm system fault 42,224 occurred 0 0 0 4." Testing was done to duplicate event and upon powering up and functional test did no verify error code 42224. Unknown what caused event. No fault could be found as event was not duplicated and verified.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 42224. There were no injuries or adverse events reported.